Event description:
Clinical Narrative: An Impella CP device was inserted via the right femoral artery in an 85-year-old female patient for a protected percutaneous coronary intervention. The patient¿s clinical state prior to initiation of support was reported as Society for Cardiovascular Angiography and Interventions (SCAI) Stage A. Comorbidities were not reported.During the planned procedure, ultrasound-guided arterial access was obtained, and femoral artery visualization with contrast was performed. Placement of the 0.018-inch guidewire into the left ventricle was reported as difficult but ultimately successful. When advancement of the Impella CP device was attempted, the device could not be advanced beyond the distal end of the long peel-away sheath. Fluoroscopic evaluation did not initially identify a cause, and additional attempts at advancement were made. Subsequent fluoroscopic assessment raised concern for a suspected fracture of the peel-away sheath. Based on these findings, the procedure was aborted.The Impella CP device and peel-away sheath were successfully and completely removed. Following removal, inspection of the peel-away sheath demonstrated a distinct indentation consistent with a kink. However, the peel-away sheath was not found to be fractured. The puncture site was successfully closed.It was noted that the patient remained hemodynamically stable throughout the procedure with no reported adverse clinical sequelae. The reported event involved inability to advance the Impella CP device due to resistance encountered at the peel-away sheath, resulting in medical device removal and termination of the procedure. No patient injury was reported, and the patient remained stable following device and sheath removal. The patient survived to explant.

Manufacturer narrative:
This is one of three related reports. This report represents the introducer and other reports were submitted to represent the guidewire and Impella CP.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.